Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting programming difficulty. The ipg had been removed during an invasive procedure to change out a lead (reported under a separate event), and placed in a mixture of antibiotic solution and saline. Upon reattachment to the leads, the ipg would only pace in the single chamber modes. The elective replacement past (erp) indicator presented, was cleared and the ipg functioned normally.